Event description:
Two staff members were lifting resident from bed to chair. Resident slipped out of the sling, and fell to the floor. Medical assessement performed on resident and ambulance took resident to hosp. The resident got a cut on his forehead. Ref #9681684-2013-00062.